Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the measured volume tests low- 18.3ml and 18.2 ml. During testing/no patient injury.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a dent on the rear housing where the pole mount adapter latches to, a bubbled downstream occlusion sensor seal, a worn upstream occlusion sensor seal, some discoloring on both housings and battery door. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test and air detector test were performed and the reported issue was not duplicated. The pump was found to be within manufacturing specifications. The cause of the reported issue was unknown. As a result, replacements included downstream occlusion sensor seal, worn upstream occlusion sensor seal, keypad, overlay, rear label, side label, worn latch lock, contaminated latch lock sensor, and the ground strips. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, h3 updated, d3, g1, and g2 email is: regulatory.responses@icumed.com.